Manufacturer narrative:
Vyaire medical file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Field service rep evaluation: the field service engineer (fse) went on-site to evaluate the suspect device. The fse cycled the device and duplicated the reported device behavior. The fse performed a visual and physical inspection which, found a crimped flow sensor tube. After re-installing the flow sensor correctly to this device, the reported event was resolved. At this time, no assembly failure was identified therefore, no component failure root cause can be determined.

Event description:
The customer reported an undetermined transducer (xdcr) fault alarm, on this ventilator device. The customer stated no patient involvement with this event.